Event description:
It was reported that the patient with this artificial urinary sphincter stated that he has never been fully continent after since implant procedure; therefore, a revision surgery was performed to remove the cuff and implant a smaller one. There were no device issues and no further patient complications.